Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not generate an occlusion alarm during infusion of an unspecified blood pressure medication in the intensive care unit. The user forgot to unclamp the key clamp when the infusion was started. The medication did not infuse resulting in a significant increase in the patient's blood pressure. An unspecified intervention was performed and the patient's blood pressure stabilized. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the device was found to properly detect an upstream occlusion introduced to a running set. A review of the event history log revealed an existing infusion on the reported event date running at 46.8 ml/hr. The user experienced two "upstream occlusion!" Alarms. Two "air-in-line!" Alarms and a "downstream occlusion!" Alarm on the reported event date. If an upstream occlusion is not addressed correctly, the pump may not continue to alarm for an occlusion. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.